Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "high" on the continuous glucose monitor. Reportedly, the cause was unknown; however after troubleshooting with tandem clinical support, it was reported customer was experiencing stress and a lack of sleep. Additionally, customer did not always bolus before consuming carbohydrates. Bg was addressed via a correction bolus, and a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.